Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, inratio: 4.9, lab: 7.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: confidence limits 2008, inratio: 4.9, lab: 7.6, mean: 6.25 cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits for inr testing cannot be determined. The mean was > 5.0 and the difference between inr's was >2.2. Per the comparison was considered inaccurate. Products will be tested when returned.